Event description:
1/3/97, the facility's purchasing secretary contacted the MFR and reported that the oncology nurse has indicated that some of the devices are "burred". As a result, the facility would like to return the devices to the MFR for eval.

Manufacturer narrative:
The MFR has completed its disposition of the devices which were returned. Based on the evaluation of devices which were previously returned from this lot, the MFR has determined that these devices are within the MFR's specification. The MFR is currently investigation other possible causes of this event. No further details are available at this time.